Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula housing separated from the self-adhesive of the infusion set. This occurred "several" times with infusion sets from the same box. No adverse event reported. Return of the suspect device was requested for evaluation.